Event description:
Reduced flows through the oxygenator were noted after approximately 45-60 minutes service life. The unit was changed-out during the case with no consequence reported for the pt, other than blood loss noted.